Event description:
It was reported to boston scientific corporation that a rx needle knife sphincterotome was planned for use during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, upon opening of the packaging, it was noted that the needle was bent. The procedure was completed with another rx needle knife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).